Event description:
The facility's biomedical engineering department reported a device that turned on by itself while it was in central processing. No patient injury was reported. No additional details are available.